Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m126450 with internal positive quality control samples and negative quality control swabs. All tests were run in duplicate, were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m126450 and test base part number 190-430 / lot m126450 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m126450 showed that the complaint rate is 0.009%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Reference MFR. Reports: 1221359-2020-00389, 1221359-2020-00390 and 1221359-2020-00396. The investigation is not complete. A supplemental report will be submitted after completion.

Event description:
The customer reported false negative results involving four (4) patients. This is report three (3) of four (4). The customer reported a false negative result on a kitted deep throat swab with the ID now covid-19 assay performed (B)(6) 2020. Information regarding use of viral transport media was not provided. Sample collection performed a few minutes later with a vir-swab fa heinz herenz, for testing with pcr (not further specified) generated positive (CT 34.5) results. The customer confirmed there was no delay or impact to patient treatment based on the ID now covid-19 test results. However, the patient was not placed in isolation and there was chain of staff contact. The patient's symptoms on 16 october 2020 included watery diarrhea (gastroenteritis) for one (1) week. Vital signs were hr 90/min, bp: 120 / 75 mmhg, rr: 12/min, temperature 37.9 c°. On 26 october 2020, the patient was discharged in stable condition with a diagnosis of covid-19 pneumonia bilateral with initial respiratory failure. The patient had two negative smears on discharge. The gastroenteritic symptoms were associated with actinomyces oris infection. The patient's medical history is significant for acute median infarction right, sensorimotor brachiofacial hemiparesis on the left, moderate dysarthria and dysphagia, peg system ((B)(6) 2017) after cerebral ischemia, delusional syndrome, erosive antral gastritis, arterial hypertension, type ii diabetes mellitus, hypothyroidism, artery femoralis communis bypass left ((B)(6) 2016). Accompanying medical therapies include: amlodipine besilat 13.87 mg, acetylsalicylic acid 100 mg, candaxiro (candesartan cilexetil) 16 mg, l-thyroxin (levothyroxine) 100 micrograms, metformin 850 mg, and omeprazole 20 mg. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.